Event description:
It was reported that the customer went to the emergency room due to lack of supplies and to get medication. Customer's blood glucose reading at the time of the emergency room visit was 318 mg/dl and stated that they were not wearing the insulin pump. Customer reported receiving a motor error alarm and a button error alarm on the insulin pump. Customer stated that she went to put in the carbs and the insulin pump started changing screens and went completely blank. Customer did not have a back up plan and thus the emergency room visit. Customer also mentioned noticing moisture under the screen and stated that the battery cap was stripped and the spring was corroded. No further information reported.

Manufacturer narrative:
Insulin pump alarmed followed by another alarm due to corroded electronic assembly. The motor assemblies found with corroded motor home switch. Insulin pump was unable to verify button error and motor error alarms due to alarms. No blank display anomaly noted. Insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to alarms. Insulin pump had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.